Event description:
Smiths medical international has been notified by contact of an incident which occurred involving a tracheostomy tube holder. It is reported that the tube holder came apart and the tracheostomy tube fell out.